Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd angiocath¿ IV catheter for special placement broke off from the hub. An ultrasound was conducted on the horse, but the broken piece was not found. The infusion of medication was finished orally. The following information was provided by the initial reporter: currently use 14g 5.25¿ angiocath's as intravenous catheters for elective surgeries on horses. The catheters are placed in the jugular vein of the horse and sutured in place. We then place a light bandage over the catheter around the horses neck. Last week we found a patient with the catheter hub and extension set in place but the catheter portion broken off. The catheter had been used to administer medications about 1hr prior and all seemed to be ok. It is unknown if the catheter remained in the horse (not found on ultrasound) or the catheter pulled out and then broke. When looking at the catheter it looks more torn or split then snapped. We have been using these catheters for a long time and I believe this is the first instance that we have something like this occur. Ultrasound was used to see if the catheter broke in the horses chest but not visible. It could have broken external of the horse if the horse accidentally pulled the catheter out and could not locate any broken catheter in the horses straw bedding (catheter and straw are the same color). Horse is ok for now. Finished infusion via oral.

Manufacturer narrative:
H.6. Investigation: to aid in the investigation of this incident, three picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the catheter was observed broken near the tip of the adapter component. A part of the catheter can be seen remaining within the adapter/wedge component; therefore, it is possible that the catheter was pulled during use, resulting in the breakage. This is further supported by the characteristic shape of the remaining catheter. During the production process, all product is inspected prior to release. As a lot number was unknown for this incident, a review of the lot specific production history could not be performed.

Event description:
It was reported that the bd angiocath¿ IV catheter for special placement broke off from the hub. An ultrasound was conducted on the horse, but the broken piece was not found. The infusion of medication was finished orally. The following information was provided by the initial reporter: currently use 14g 5.25¿ angiocaths as intravenous catheters for elective surgeries on horses. The catheters are placed in the jugular vein of the horse and sutured in place. We then place a light bandage over the catheter around the horses neck. Last week we found a patient with the catheter hub and extension set in place but the catheter portion broken off. The catheter had been used to administer medications about 1hr prior and all seemed to be ok. It is unknown if the catheter remained in the horse (not found on ultrasound) or the catheter pulled out and then broke. When looking at the catheter it looks more torn or split then snapped. We have been using these catheters for a long time and I believe this is the first instance that we have something like this occur. Ultrasound was used to see if the catheter broke in the horses chest but not visible. It could have broken external of the horse if the horse accidentally pulled the catheter out and could not locate any broken catheter in the horses straw bedding (catheter and straw are the same color). Horse is ok for now. Finished infusion via oral.